Event description:
The iab was inserted into the pt on 7/29/96. The alarm "blood in tubing" sounded and the pump would not pump any more. A scant amount of blood was noted in the tubing and the iab was removed. A second iab was inserted and a new pump was used. There were no complications reported from the event. Event complications: none from he event. Reported 11/11/96. Pt's current status: unk. -reported 11/11/96.